Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned fully rear locked with the anchor and collagen stuck within the valve of the hemostasis sheath. The bypass tube was not inserted into the sheath, and a kink was identified on the tubing of the carrier tube. No other damage or issues were identified. The complaint was confirmed for a potential non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction of the distal tip resulting in a non-deployment event. The user may have disconnected the device after the event resulting in the observed device condition. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that they had an unknown issue with the angio-seal device. The estimated blood loss was less than 250cc. Additional information was received on 21jun2024: it was stated that the device did not work. It appeared that the valve bypass tube was not fully inserted and the footplate or anchor was then caught in the valve of the device.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided . A3b: gender: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.